Event description:
It was reported that the customer received an altitude alarm. The customer had recently been at higher altitude but was back at sea level when the alarm occurred. Reportedly, the customer's blood glucose level was impacted (365 mg/dl). Initially, the alarm could not be cleared but was ultimately cleared within a few hours.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.